Event description:
Patient had a pleural effusion and chest tube placement was advised. Physician was placing a cook pericardiocentesis set (pigtail catheter) at the bedside. The physician heard a popping nose. The physician stopped and saw that the wire guide appeared to have broken. The attending physician was called to evaluate. The patient was taken to interventional radiology per the advice of the radiologist, where the defective guide wire was removed from the patient's chest under fluoroscopy. The guidewire was examined after removal, it had unraveled and split into a y shape. The effusion was gone after the initial tube placement.